Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event logs 11,224,227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Attempt to scan the sensor with evaluation module (evm); sensor did not scan. Evm was reset and scanned the sensor again; sensor did not scan. Attempted to scan sensor using fr4 fixture, sensor did not scan either. It was unable to extract and attach the sensors scan file due to the sensor not scanning with evm. An extended investigation has been performed. A visual inspection was performed on the returned de cased sensor, no issues observed. The initial scan was reviewed and the sensor was observed to have been in state 8 with event log 11 and event log 9 different minutes. The sensor was not able to scan and functionality testing attempted. The sensor stopped scanning after de casing, hence the sensor's inability to scan can be attributed to the damage during de casing. Functionality testing could not be performed, as a result issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. Section b5 (describe event or problem) was updated. This also serves as a correction report. Section b5 (describe event or problem) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 60 mg/dl, 53 mg/dl compared to readings of 183 mg/dl, 120 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of x mg/dl compared to readings of x mg/dl respectively obtained on a x and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was x days. There was no report of death, serious injury, or mistreatment associated with this event.